Event description:
It was reported that pt thought their left hip dislocated. X-ray showed that the femoral head came off of stem. (Accolade hip) - looked like the tip of the neck had bent. Primary surgery was done on (B)(6) 2007 at (B)(6). Cup and liner were great and surgeon noticed that the tip in face was bent. Surgeon had to perform extensive osteotomy of the hip to remove the stem and noticed also that the joint was full of black fluid. Surgeon revised pt with restoration modular stem, liner and head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. A photograph of the reported stem after explantation was provided. The femoral stem trunnion was heavily worn with significant material loss on the medial and anterior surfaces. Based on the results of the evaluation, insufficient information was received and the event could not be confirmed nor a root cause determined. Return of the explanted devices operative reports, x-rays and patient medical records would be necessary to investigate this event further.

Manufacturer narrative:
A review of the provided medical records and/or x-rays by a clinical consultant concluded that "root cause of failure in this per case is procedure related regarding femoral component malposition that caused impingement and contributed to a severe overload condition in the taper junction further aggravated somewhat by a 1/2 - inch excess leg length the first more than the second issue contributing to severe taper corrosion with metal substance loss and loss of taper lock function. Disarticulation of the femoral head from the taper then only became a matter of time through an adverse movement to the hip joint, the same as that caused impingement. As such, the root failure cause in ths per cause is procedure - related and not device - related." Conclusions: the investigation concluded that the root cause was mal-positioning of the stem at the primary surgery, leading to impingement and subsequent disassociation of the head and stem. Return of the reported devices would be helpful in providing a comprehensive investigation into this event.